Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 08, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and poor performance with the device. There are no plans to reimplant the patient with another cochlear device as of the date of this report.